Event description:
It was reported that the patient presented for cardiac rehab and was found to be in ventricular fibrillation, resulting in dizziness, presyncope, and lethargy. It was reported that the patient's implantable cardioverter defibrillator (ICD) failed to deliver adequate therapy to terminate the arrhythmia. As a result, external defibrillation was required to restore normal rhythm. The patient's status was unknown.